Event description:
It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead had a history of noise oversensing and low pacing impedances. The rv lead also exhibited a high capture threshold. Both leads were successfully explanted and replaced. The patient remained stable.